Event description:
An end consumer reported, "temperature probe is reading too low causing the baby to be overheated by the isolette or warmer. This is causing the patient to be tested and need additional care to return to normothermia."

Manufacturer narrative:
An end consumer reported, "temperature probe is reading too low causing the baby to be overheated by the isolette or warmer. This is causing the patient to be tested and need additional care to return to normothermia. " deroyal industries requested return of the device, but it has not yet been received by the manufacturing facility. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Manufacturer narrative:
An end consumer reported, "temperature probe is reading too low causing the baby to be overheated by the isolette or warmer. This is causing the patient to be tested and need additional care to return to normothermia. " deroyal industries requested return of the device, but it was not available for return. No lot was provided therefore the specific work order and device history record was not able to be reviewed. An inventory check was performed on the skin sensors. 50 skin sensors were reviewed and no issues were found. The failure mode and effects analysis (fmea) was reviewed and no updated was required. A review of corrective and preventive actions (capas) was completed and no related capas were found over the last two years. A complaint to sales ratio was conducted over the last two years and found to be 0.00195%. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.